Event description:
It was reported that the gauge was trapped at 22 atms. A 26 single encore balloon catheter inflation device was selected to inflate an unspecified compliant balloon. During preparation, it was noted that device failed to inflate the balloon as there was no inflation achieved. Subsequently it was noticed that the gauge was sitting at 22 atms. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was visually inspected as for any damage or defect. The gauge needle was stuck at 22 atm. A functional test of the complaint device was carried out. The plunger was rotated to see if the gauge needle could show an increase in pressure or if it was stuck at 22atm. It increased to 26atm, when pressure was released, the gauge needle returned to 22atm. The device locking mechanism was tested 20 times consecutively. No issues were noted during this test. The issue was due to the gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).